Event description:
It was reported that the patient was having trouble with their bladder device. Caller said the charging is "very strange" and it takes 3 hours or more or sometimes it takes an hour or two hours. Caller said it is "sporadic" and it will just "go off" at different times. Caller said they were having issues getting charging device to "hold". Caller said even when device is on they are "loosing urine" and they are going through diapers. Caller stated when they got up during the call they could tell they were "just peeing". Medtronic reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).